Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the invasive pressure port 2 did not recognize the adapter when plugged in. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.